Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning occurred for right ventricular (rv) lead as the pacing impedance was noted to be high/undefined within two days of a device replacement procedure. When checked in the clinic, the impedance was noted to be normal. The threshold was noted to have increased. During the replacement procedure, the pins for the pace/sense and rv coil were indicated to have been initially placed in the wrong ports. These were reconnected and oversensing was temporarily observed before the header was cleaned with saline and the lead was reconnected. Two days later, a revision procedure occurred and the device was replaced. The lead was noted to have tested normally through the analyzer and the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.